Manufacturer narrative:
(B)(4). Date of initial report: 04/05/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that following careful removal of the grounding pad, redness and possible 1st degree burn was discovered corresponding to the edges of the pad. No treatment was ordered by the physician who was present at the time the pad was removed.

Manufacturer narrative:
(B)(4). Evaluation of the incident grounding pad found it to function normally. No conditions were identified that would have caused or contributed to the reported event.